Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. A leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a sharp (edge) opening. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp (edge) opening on anterior due to an unidentified(tear) opening.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.